Event description:
Caller reported a cgm error, identified as error 42, within the g7sensor. There was no adverse impact to the customer's blood glucose level. Customer support provided complete information on resetting the pump and guided the caller through the reset process. After the reset, the error did not reoccur. The customer was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.